Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that several red alerts had been generated for this system due to shocking impedance measurements greater than 200 ohms. Lead measurements were within normal limits in right ventricular (rv) to can configuration. A boston scientific technical services consultant documented the reported clinical observations and discussed trouble shooting with the caller. No adverse patient effects were reported. It was reported that this device was subsequently upgraded and returned for routine evaluation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that several red alerts had been generated for this system due to shocking impedance measurements greater than 200 ohms. Lead measurements were within normal limits in right ventricular (rv) to can configuration. A boston scientific technical services consultant documented the reported clinical observations and discussed trouble shooting with the caller. No adverse patient effects were reported.